Event description:
Upon completion of the procedure as the physician attempted to remove this device, resistance was felt and the device was observed under monitor to be "stretched". The device was removed by the use of a snare. There is no report of patient injury. The device is being returned for co's analysis.